Event description:
We received a report regarding a pt injury (broken leg), that was sustained while the pt was on a hosp gurney and being scanned with the e.cam gamma camera. According to the operator, the pt was placed on a hosp gurney beneath the detector. The detector collided with the hosp gurney and the pt sustained the broken leg injury.

Manufacturer narrative:
The MFR's investigation has determined that the incident was due to user error as the operator initiated a home command and acknowledged that the gantry area was clear while the pt was actually beneath the detector. Method - logs from computer system analyzed.